Event description:
It was reported that on unknown date, the helical blade was completely locked down using the locking mechanism and it still backed out. No surgical delay. The procedure was completed successfully. Post operative assessment on august 1, 2023 noted the following. There is "slight shortening at the fracture site noted on radiographs. He is doing well overall, and this will likely not be of major clinical significance. It should be noted that the interference screw was fully tightened during this case to prevent dynamic shortening, per manufacturer specification. Review of the intraoperative c-arm images demonstrate this as well, however, dynamic shortening did occur in this case." This complain involves one(1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown event date in 2023. E1: initial reporter is j&j company representative h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G1 manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 04-aug-2022 expiration date: 30-jun-2032 part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile lot number: 1246p96 (sterile) lot quantity: 86 this lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.